Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI) on (B)(6) 2025 and the implantable cardioverter defibrillator (ICD) was not set to MRI mode. A follow up in clinic (B)(6) 2025 noted backup vvi mode on the ICD. High voltage therapy was disabled during the backup. The patient was asymptomatic. A firmware download was performed successfully, and the issue was resolved. The patient was stable before, during and after the event.

Manufacturer narrative:
Correction: section h6: medical device problem code should have been "environmental compatibility problem" instead of "compatibility problem" since the device was not set in magnetic resonance imaging (MRI) mode.